Event description:
It was reported that balloon leak occurred. During this venogram procedure, vascular access was obtained via popliteal bilateral approach with an amplatz guidewire. During the procedure, intravascular ultrasound (ivus) was performed and found 72% compression in the left common iliac vein (civ) and 54% in the right civ. Two 20x80 wallstent self-expanding stents were placed and post dilated with a 16x16 xxl esophageal balloon catheter. Then ivus was performed again and noted that the stents were under expanded in the proximal civs. Therefore, an 18-6/5.8/75 xxl esophageal balloon was inserted for dilation. Upon insertion, blood returned to the inflation device without inflating this balloon. The device was replaced with another 18x6 xxl balloon and completed the procedure successfully. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and di water was observed to be leaking from a balloon pinhole located 25mm distal from the distal markerband. An examination of the balloon material and the tip region identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no issues with the tip of the device.